Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer and video cable were replaced. The system then passed the system checkout and was found to be fully functional. The computer (product ID: 9736119r, lot number: 1818146) has been received. However, analysis has not been completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned computer. There was a loose connection/connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 734775, serial/lot #: (B)(4). Returned components for analysis: monitor 9733386 19inch fusion, lot 13222711 cable 9734775 dvi-m to hd15-m 6ft min, lot gl 4612 r. The monitor was returned to the manufacturer for analysis. The reported issue could not be replicated or confirmed, as the monitor was functional. No failure found. Codes b01, c19, d14 apply to this analysis. The dvi cable was returned to the manufacturer for analysis. The reported issue was confirmed as there was an electrical failure with the cable. Codes b01, c02, and d02 apply to this testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported intermittently displayed no input after booting. It was noted it seemed to occur most often while the system was in use. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating a manufacturer representative was onsite and able to replicate the issue. The manufacturer representative reseated the cabling into the monitor, and the issue did not resolve. The cabling was reseated into the computer and then rebooted. The screen came back, but as soon as the monitor was moved, the screen went black and then to no input. The system was rebooted again and was able to get into the software, but again when the monitor was moved the issue re-occurred. Another manufacturer representative replaced the monitor and all its cabling without resolution. The computer was replaced without resolution. It was noted the suspected cause of the reported issue was the dvi-vga cable.